Event description:
It was reported that a review was needed when it comes to this device episodes after inappropriate shocks were reported. A review by technical services (ts) noted that two episodes of inappropriate shocks was recorded. The first episode occurred in the primary vector, which was due to double detection, while the second recent inappropriate shock was caused by artifacts and t wave oversensing in the secondary vector. Ts discussed performing troubleshooting steps to help with programming options, and noted that if troubleshooting does not provide good programming options a new screening or other treatment options may need to be considered, the device remains implanted. No adverse patient effects were reported.